Manufacturer narrative:
(B)(4). A conclusion code/s could not be chosen. The complaint was confirmed, visual photo inspection; however , a root cause could not be identified. From the picture provided it seems to be an "inflation tube disconnected". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be an "inflation tube disconnected", complaint can be confirmed with picture attached, however it is necessary to receive the device sample to perform a proper investigation, determine root cause & implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that during functional testing, the inflation inlet and the inflation tube was not connected when the balloon was inflated. Another device was used without issue.